Manufacturer narrative:
The device failed to work as expected by the customer. To resolve the issue, the customer was provided with a replacement flex cardio device until the new philips interventional hemo system is installed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that, "during lpa stent case whilst taking pressures and doing a saturation run, initially on the doctors screen, pressure stopped displaying. The ECG was still running and then pressures went off. The doctor's screen froze and monitoring was lost for approximately ten minutes. There was no reported patient impact or injury.